Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm noted that the reported issue points to a leak in the intra-aortic balloon (iab) and evaluated the iabp unit by performing a leak test; however, no leaks were observed. The customer's reported issue could not be duplicated. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm. There was no patient harm and no adverse event was reported.